Manufacturer narrative:
On march 04, 2026, novocure received additional information from the study site. End date of the event was updated from (blank) to (17-feb-2026). Ongoing field was updated from (yes) to (no). Outcome for the event updated from (not recovered/not resolved) to (recovered/resolved). Date of hospital discharge was updated from (blank) to (17-feb-2026). Concomitant procedure form was updated. Last date device was used before sae/eci onset field was updated to (15-feb-2026). Date of last dose of pembrolizumab/placebo prior to sae/eci onset updated to (27-jan-2026). Follow up information does not affect causality, expectedness, and reportability assessment of the event.

Event description:
A 48-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma." On (B)(6) 2025, the subject was randomized into the study. While enrolled, the patient experienced the serious adverse event of altered mental status which led to hospitalization. On (B)(6) 2026, the subject was admitted to the hospital following three days of progressively worsening altered mental status, fatigue, somnolence, and severe headache. Upon admission, a CT scan of the brain was revealed as negative for stroke or intracranial hemorrhage. Subsequent MRI of the brain showed no change in the existing cerebral edema and no new abnormalities on t2 flair sequences to account for the subject's symptoms. Relevant vital signs, physical examination and laboratory details were not available at the time of this report. Treatment with study device was temporarily interrupted on (B)(6) 2026 due to this event. No action was taken with respect to the pembrolizumab/placebo and temozolomide. Treatment for the event included: procedure/surgery. The event subsides after interruption or discontinuation of study device and event reappear after the study device was reintroduced was not applicable. At the time of the report the event was ongoing, and the subject was still in hospitalization. Initial information was received on february 17, 2026.

Manufacturer narrative:
The investigator considered the event of altered mental status (meddra preferred term: mental status changes), grade 3/severe in intensity as possibly related to pembrolizumab or placebo, possibly related to study device, possibly related to temozolomide and not related to study procedure. As per pi, study device, immunotherapy (pembrolizumab or placebo) and temozolomide could potentially cause altered mental status. In the opinion of investigator, the event was related also to primary study condition of gbm. The sponsor considered the event of altered mental status meddra preferred term: mental status changes), grade 3/severe in intensity, as not related to pembrolizumab or placebo, not related to study device, not related to study procedure, and not related to temozolomide. The subject's underlying glioblastoma, with a documented history of cerebral edema (including prior serious adverse events of worsening edema), provides a strong alternative explanation for the acute changes in mental status in this clinical context. The even onset occurred 19 days after the last pembrolizumab/placebo infusion and more than 6 weeks after the last temozolomide dose. Brain MRI revealed no new abnormalities and no progression or change in preexisting edema to support an immune mediated encephalopathy or device related neurotoxicity. In addition, concomitant factors commonly associated with glioblastoma such as fluctuations in intracranial pressure, seizure propensity, and steroid related effects- further support a disease related etiology. The event of altered mental status (meddra preferred term: mental status changes), grade 3/severe in intensity, is considered as unexpected for pembrolizumab or placebo as per the current reference safety information [ib version 24 dated 08-nov-2023], unexpected for study device as per current investigator brochure version 1.0 (19-mar-2024) and unexpected for temozolomide as per the current reference safety information [tmz uspi for us]. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).